Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in impedance measurements, high pacing thresholds resulting in loss of capture, and episodes of noise. A lead fracture was suspected. Subsequently, the patient underwent a revision procedure, and this lead was surgically capped/abandoned (it remains implanted but out of service), and another ra lead was implanted. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in impedance measurements, high pacing thresholds resulting in loss of capture, and episodes of noise. A lead fracture was suspected. Subsequently, the patient underwent a revision procedure, and this lead was surgically capped/abandoned (it remains implanted but out of service), and another ra lead was implanted. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This lead remains implanted but out of service; therefore, technical analysis cannot be conducted. Please note: the evaluation conclusion code has been updated since previous report submission.